Manufacturer narrative:
Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 86% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the left ventricular (lv) lead had a high pacing threshold. It was also reported that the implantable cardioverter defibrillator (ICD) lasted less than four years and had unexpected longevity. The lv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5071 x 2 implantable pacing leads 2004 (B)(6); 6949 implantable tachy lead 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.